Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the first time the guidewire was inserted into the ars, the guidewire was found kinked and could not be pulled out from the ars, causing the puncture needle and guidewire to be pulled out, reversing the use of the guidewire after placing the central venous catheter, the guidewire could not be pulled out from the catheter, and the guidewire was found unravelled with a little force, replacing the guidewire with a new one it was successfully. This guidewire leads to repeated puncture of the central vein, increasing the patient's collateral damage". Additional information indicated that the patient had no other harm or injury.

Event description:
It was reported that "the first time the guidewire was inserted into the ars, the guidewire was found kinked and could not be pulled out from the ars, causing the puncture needle and guidewire to be pulled out, reversing the use of the guidewire after placing the central venous catheter, the guidewire could not be pulled out from the catheter, and the guidewire was found unravelled with a little force, replacing the guidewire with a new one it was successfully. This guidewire leads to repeated puncture of the central vein, increasing the patient's collateral damage". Additional information indicated that the patient had no other harm or injury.

Manufacturer narrative:
(B)(4). The customer returned a guidewire within its advancer and 2-lumen catheter for analysis. Signs of use in the form of biological material were observed on the guidewire and advancer. The customer reported the guidewire was unraveled but visual examination revealed the guidewire was kinked in 1 location towards the distal end. No evidence of unraveling was observed. Microscopic examination of the guidewire confirmed the kinking and revealed that the j-bend was misshapen. Both welds were present and appeared full and spherical. Visual and microscopic examination of the catheter did not reveal any defects or anomalies. The kink in the guidewire body measured 567mm from the proximal weld. The total length of the guidewire measured 600mm , which is within the specification limits of 596mm - 604mm per the guidewire product drawing. The outer diameter of the guidewire measured 0.79mm, which is within the specification limits of 0.788mm - 0.826mm per the guidewire product drawing. The catheter extrusion measured 214mm, which is within the specification limits of 207mm - 227mm per the catheter product drawing. The outer diameter of the catheter extrusion measured 2.41mm, which is within the specification limits of 2.36mm - 2.46mm per the catheter extrusion product drawing. The inner diameter of the catheter tip measured 0.9906mm, which is within the specification limits of 0.95mm - 1.02mm per the catheter product drawing. The returned guidewire was inserted through the returned catheter. No resistance was encountered at the undamaged portions as the guidewire passed completely through the catheter. Slight resistance was noted at the kink. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." A manual tug test revealed that the core wire was secure to the respective ends of the distal and proximal welds. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The report that the guidewire unraveled was not confirmed through examination of the returned sample. The guidewire showed no signs of unraveling but had kinking present. The guidewire and catheter met all relevant dimensional and functional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guidewire kinking. Guidewire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.